Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer could not recall if the blood glucose was impacted. The customer changed the infusion set tubing and resumed insulin delivery.